Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4127710. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc needle partially retracted. The following information was provided by the initial reporter: can you please provide an exact date of event in mm-dd-yyyy format? 08-01-2024. What was the impact to the patient? Requiring additional needle stick. Rn commentary: while attempting to retract the needle, the button was partially pushed down and was stuck (it looked like it was stuck underneath the side. So, the safety mechanism failed. I was unable to retract the needle back into the main hub of the device. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Potential biohazard exposure.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.